Manufacturer narrative:
Block d4, h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a15 captures the reportable event of clip could not be deployed.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure for hemostatis performed on (B)(6) 2024. During the procedure, the clip was unable to be released from the catheter after deployment. The procedure was completed with an alternative device. There were no patient complications have been reported as a result of this event.